Event description:
It was reported during a therapeutic procedure, the device exhibited error code 415. The device was replaced and the intended procedure was completed using another device. According to the report, there was an extended anesthesia time since another device needs to be obtained to complete the procedure. There was no patient harm or injury reported due to the event. No user injury was reported.

Manufacturer narrative:
Initial reporter's full telephone number of the facility with extension number (B)(6) the subject device has not yet been returned for evaluation. Follow ups are in progress to gather additional information regarding the reported event. Additionally, per communication with the original equipment manufacturer (OEM), the error code 415 indicated that there is an internal error and is often erroneous. OEM requested for the service business center (sbc) to reach out to the customer and to inform that reboot should clear the code and if the error is real, it will not get pass the code. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on response to follow up. Communication with the customer via company representative conveyed the following information: time of the delay was under 20 minutes to switch the lasers. Delay noted no impact to the patient . No further information was provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
The subject device was returned for evaluation. A visual inspection on the as is received condition of the device was performed , noted there were no signs of physical damage on the touchscreen as well as the housing of the laser system. The labels are present and legible; the connectors on the rear panel have no indications of being broken or bent. Review of ¿user event logs¿ observed the following multiple errors: ¿error 20: system error. Blast shield not inserted properly. Please remove and re-insert the blast shield. Contact manufacturer if the error persists.¿ which occurred 5 times. ¿error 441: fiber error. No fiber detected. Please insert a valid fiber. Contact manufacturer if the error persists.¿ which occurred 17 times. ¿error 110: emo switch pressed. Please release the emergency off switch and resume operation. Contact the manufacturer if the error persists.¿ which occurred 8 times. ¿error 111: remote interlock error. Please connect remote interlock and resume operation. Contact manufacturer if the error persists.¿ which occurred three times. ¿error 152: foot switch error. Please reconnect the wired or re-pair the wireless footswitch. Contact manufacturer if the error persists.¿ which occurred one time. ¿error 415: fiber error. Please restart the system. Contact manufacturer if the error persists.¿ which occurred one time. A burned in test was performed without any test fiber connected for an hour and verified no errors occurred during burn-in testing. A test laser fiber was placed next to the laser port and observed that the dust door opened. Testing performed, inserted the test laser fiber into the laser port and confirmed that the test laser fiber was recognized by the customer¿s laser system. The test laser fiber was left inserted into the laser port without being activated and the customer¿s laser system was burned in for another two and a half hours. Testing observed error ¿42 fiber error¿ appear on the touchscreen which stated ¿fiber connector overheated. Stop emission and wait for fiber connector to cool before carefully replacing it. If the error persists, replace the blast shield. Contact manufacturer if the error persists.¿ prior to this device evaluation, an initial device return evaluation was conducted in which there was no fault found other than the error message observed of ¿110 for "emergency switch pressed" and error 20 for blast shield improper installation¿. Further inspection by the service repair electronics olympus servicing group, the following findings were noted: ¿unit gives error 42 and 410 during burn in testing. Service business center (sbc) olympus device return evaluation did not replicated the customer reported error 415 , however, review of users event log did observed an error 415 (fiber error). The device was shipped to the original equipment manufacturer (OEM) for further investigation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the device exhibited error code 415; however, per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.